Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 72213n batch #: unknown. It was reported by the customer that they had IV tylenol hanging which is in a glass bottle so they had secondary vented tubing and the nurse informed me they have to stick a secondary vent needle into the bottle and leave it for infusion because the vent tubing doesn¿t allow med to drip as it needs to. Verbatim: walked into patient room and they had IV tylenol hanging which is in a glass bottle so they had secondary vented tubing and the nurse informed me they have to stick a secondary vent needle into the bottle and leave it for infusion because the vent tubing doesn¿t allow med to drip as it needs to. It¿s been going on for years per the nurses.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of vent tubing doesn't allow flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 72213n because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.